Event description:
It was reported that a physician was attending a meeting with other physicians from other hospitals. One of the physicians present gave a report that an unspecified balance middleweight guide wire "split" inside of the patient anatomy and the guide wire was jailed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The status of the guide wire is unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that this event is a duplicate event reported under patient identifier (B)(6).